Manufacturer narrative:
Investigation completed 08/25/2017. The DHR for (B)(4) was reviewed and no ncmr or other issue was found related to this complaint failure mode. Manufacture date: january 2016. A two year look back from 06/22/2015 to 06/22/2017 for this reported failure and or related to "packaging" for this product family (crwbp) shows that one additional complaint was received. No new design or manufacturing trends have been identified. The returned samples were reviewed and the failure was confirmed. The root cause for the packaging failure on the returned product was that the inner lid was sealed between the outer tray and lid during the sealing process. The inner tray is designed to fit into the outer tray and not come in contact with the outer tray seal, however, the inner lid has excess material that is capable of falling into the seal area of the outer tray and lid .the outer tray is designed to indicate a specific corner as being the location for opening tray, due to the tray being trimmed shorter on the corner allowing a small portion of lid to be exposed. The exposed outer lid design allows the user to easily grasp the lid to open the kit. After reviewing the sealing process, it was determined that by tucking the corner of the inner lid into the outer tray prior to sealing it is possible to effectively prevent reoccurrence of the inner lid being sealed between the outer lid and outer tray.

Manufacturer narrative:
Investigation completed (B)(6) 2017. The DHR for (B)(4) was reviewed and no ncmr or other issue was found related to this complaint failure mode. The kit lot was assembled in (B)(6) 2015. A two year look back in complaint system from (B)(6) 2015 to (B)(6) 2017 for this reported failure and or related to "packaging" for this product family (crwbp) shows that one additional complaints were received. No new design or manufacturing trends have been identified. A complaint investigation (failure analysis) and determination of root cause was not possible as the complaint could not be verified due to a product sample was not returned in order to verify the complaint.

Event description:
When opening the kit, the peel pouch cover was sticking to the sterile container that needed to be dropped into the sterile field. They couldn t get the outer and inner packages to separate. There was no patient contact or injury; there was no delay in surgery.